Manufacturer narrative:
Analysis was performed by a philips field service engineer (fse), who determined that the nibp cuff required replacement. Based on the results of the analysis, it was determined that the product has malfunctioned, and the cause of the reported problem was the nibp cuff. The issue was resolved by replacing the nibp cuff, and the device was returned to clinical use.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Section d the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. Section e reporting institution phone #: (B)(6).

Event description:
It was reported that there are problems with parameter of non-invasive blood pressure (nibp), high pressures, and the cuff is in poor condition. The device was in use on a patient at the time of the event. There was no adverse event reported.